Event description:
Patient reported they completed their treatment for their uppers and now they have an overbite that is effecting their speech. Their lower teeth are still not straight.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.